Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during a meningopathy under knee arthroscope, the tip of the super multivac 50 wand, fell into the patient. The piece was not removed. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported.

Manufacturer narrative:
H10: b5: updated. H6 impact code updated.

Event description:
It was reported that during a meningoplasty under knee arthroscope, the tip of the super multivac 50 wand, fell into the patient. The piece was not removed. The procedure was successfully completed with a non-significant surgical delay using a back-up device. No further complications were reported. The current status of the patient is fine.

Manufacturer narrative:
H10: h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states this case reports ¿the tip of the super multivac 50 wand, fell into the patient,¿ and ¿the piece was not removed.¿ the procedure was completed with a procedural delay of 1-30 minutes using a back-up device. Per the product history review, ¿found no abnormalities were reported on this device during manufacture that would have contributed to the reported event.¿ no clinically relevant supporting documentation was provided for inclusion in this medical investigation. Therefore, the root cause of the reported wand tip breakage could not be determined. Per case details, ¿the current status of the patient is fine.¿ the patient impact beyond possible micro-motion and/or migration, and local irritation/discomfort cannot be determined. No further medical assessment can be rendered at this time. There was no relationship found between the device and the reported event. The complaint was not confirmed. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.